Event description:
On (B)(6) 2012 the reporter, the patient's wife, contacted animas to report that on (B)(6) 2012 at 3:00 am, the patient was found unresponsive. The patient's wife contacted emergency services, and he was transported to the emergency room. No information was provided about the patient's blood glucose level or emergency treatment. The patient was treated with intravenous dextrose in the emergency room, and discharged with a blood glucose reading of 123 mg/dl. The patient was newly started on insulin pump therapy on (B)(6) 2012. Troubleshooting revealed that, prior to this event, the patient had given himself repeated boluses doses of insulin. It was determined the patient's technique was incorrect in that he had changed the insulin:carb ratio from what the hcp had programmed correctly the day prior, and he misunderstood the pump's bolus feature. A review of the pump revealed the settings were correct, except for the I:c ratio. The patient's technique was incorrect by modifying the I:c ratio setting on the pump. However, as the patient suffered symptoms suggesting severe hypoglycemia after this occurred, and received emergency medical attention and treatment with dextrose, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the black box history began on 10/21/2014; the black box data and pump histories from the event on 04/18/2012 have been overwritten due to continued use. A review of the available black box and alarm history showed no errors, alarms, or warnings related to the complaint. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specifications. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.